Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during application of the infusion set, the adhesive portion of the set did not adhere properly, resulting in the infusion set falling away from the patient's body. According to the home care patient, their blood glucose levels rose to 380 mg/dl due to the interruption in insulin therapy. The home care patient reported that they would resolve their high blood glucose at a later time. According to the reporter, the patient declined to provide additional information. No permanent adverse effect to patient reported.